Manufacturer narrative:
The pump was returned to animas for eval. Investigation revealed that the keypad appeared to be intact; however, the up/down/ok/contrast arrow buttons were intermittently responding to user inputs and required excessive force to activate during testing, the up/down key contacts were misaligned, the contrast key contact was inverted, the up/down/ok key contacts became inverted when pressed, and there was evidence of contamination under all keypad key contacts.

Event description:
The pt's mom claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associated with this complaint. The pump was replaced.